Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated troponin (accutni) results, above the ami cut off, generated by access 2 immunoassay system for two patients. The results were not reported out of the laboratory. Repeat analysis produced results within the risk stratification range for both patient samples. The results are shown. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were drawn using 13x100 bd lithium heparin tubes with no gel separator, and were analyzed on the instrument using 1 ml insert cups. The customer noted no issues with sample integrity or sample fill volume. Qc was within the established limits at the time of the event. A system check performed on (B)(6) 2011 passed within instrument specification, however, the washed portion of the system check %cv was 10.32%, very near the upper limit of 12.00%. The customer noted a ticking noise being emitted from the instrument as the incubator belt was moving. Service was on site (B)(6) 2011, and the field service engineer (fse) performed mixer exercisers and rv shuttle exercisers with good results. The fse replaced a broken wire on the mixer motor and also replaced the main pipettor. The fse performed adjustments to instrument ultrasonics and alignments. The fse noted the instrument was not properly aspirating, and replaced the peristaltic pump tubing and the aspirate probes. The fse verified hardware service by performing a system check and a high sensitivity system check, which produced results within the instrument specification. The fse also performed qc, which was within the established limits, and a 30 replicate accutni precision run that produced good results. Although several hardware issues were addressed, a definitive root cause for this event has not been determined.